Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) battery depletion-normal.

Event description:
It was reported the patient had been hospitalized due to multiple shocks. The physician had noticed that the device was in eos (end of service) battery voltage=2.58 with long charge time (about 17 sec). In addition there was atrial flutter/atrial fibrillation episode which was classified by the device as vf and so four shocks were given to terminate it. There was high output programming of lv (6.0 v/0.7 ms). The device was explanted and replaced. No patient complications have been reported as a result of this event.